Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the following changes in therapy, loss of stimulation and loss of therapy. They had a "super pubic" put in last month. The patient changed the programmer batteries and was able to sync. The programmer showed that the stimulation was off, they turned the stimulation on and had the ability to change the stimulation. The patient began with stimulation of, program 1 at 7.0v program 2 at 0.0v, they decreased stimulation prior to turn implantable neurostimulator (ins) on. The patient increased with stimulation on, program 1 was at 2.45 to 3.5, program 2 at 0.0v to 4.60 and continued increasing. The patient barely felt stimulation and was barely helping with their sciatica pain. The patient had not discussed changing programs with the health care professional (hcp) and had an appointment for march 15th 2016. Other relevant medical history includes postalimenctomy pain, multiple back operations, and other. No interventions or outcome were reported regarding this event. Additional information was received from the patient reporting that they were still having sciatic pain. They had their appointment with their health care professional (hcp) and was redirected to the manufacturer. The hcp wanted to make sure the spinal cord stimulator (scs) was "working", meaning to make sure it was turned on. The hcp indicated that the patient should contact their managing hcp's office about the pain. Additional information was received from the patient. It was reported that the ins was explanted on (B)(6) 2020 because it was not helping with controlling the pain and it wouldn't keep a charge since implant. No further complications were reported.